Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during dwell 5. The technical service representative (tsr) assisted the caregiver (cg) to reset the hc. The hp received the se 2240 and then disconnected and called tsr for assistance. The hp stated there was a bad connection with the supply bag. The tsr assisted the hp to unload the supplies and turn off the hc. The hp would call their nurse for further instructions. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error 2240 (air in set) was confirmed; and the root cause was determined to be a loose connection between line and supply bag, which is a use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.